Manufacturer narrative:
Product event summary: the device was not returned for evaluation. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. The reported low flow event was confirmed through the log file analysis which revealed a decrease in power and flow starting (B)(6) 2017. 1 low flow alarm was logged on (B)(6) 2017 at 12:21:02. Based on available information and risk documentation, the most likely root cause of the low flows may be attributed to multiple factors including but not limited to thrombus at the inflow cannula/ outflow graft, kink in the outflow graft. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that the patient was at home and noted low flow alarms on their left ventricular assist device (lvad). The patient presented to the facility where they tried to perform thrombectomy at the outflow graft by preparing the aortic anastomosis. After thrombus was removed low flow persisted. The lvad was shut down to reconsider pump exchange with the patient when they were conscious. The patient was stable without inotropes. The decision was made to exchange the lvad. No further patient complications have been reported as a result of this event.